Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of radicular pain syndrome (radiculopathies) and spinal pain. It was reported that the patient was programmed on group a and it ¿wasn¿t quite there.¿ the patient was reprogrammed to group b and the issue was resolved. The patient reported that they were told that group b would deplete the battery faster. The patient reported that they were recharging too frequently. The patient stated that they charge for an hour in the morning and for two hours at the end of the day. The patient reported that it was a gradual progression in charging more frequently and that it was a nuisance. The patient also reported that it¿s a ¿pain in the butt¿ to position the insr antenna. The patient clarified that it was finicky if they moved it ¼ inch and that they can move it a couple of centimeters to resolve the issue. No symptoms or complications were reported.